Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 16mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
Reportable based on device analysis completed on 26-jan-2023. It was reported that balloon leak was encountered. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the left hand. After the guidewire was crossed into the lesion, a 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated up to the nominal pressure of 6 atmospheres; however, leakage of the contrast medium from the balloon was confirmed. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed a balloon pinhole.